Event description:
The advocate stated, the customer's blood glucose was tested using a clinic meter (unk brand) and the customer's contour meter. The clinic meter read 180 mg/dl, while the customer's meter read 529 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate did not have any testing supplies with him when he called, so troubleshooting was not possible. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.